Event description:
The physician claims that the graft was implanted for an aortic arch reconstruction. During the procedure, immediately after the blood flow was released, blood began leaking from the bifurcation of the graft. The physician stitched the graft with 5-0 prolene sutures, which stopped the blood from leaking. The amount of blood lost has not been reported at this time. The procedure was completed with this device, the device was left in. The pt's condition was reported as good. Additional information received on 9sept2007: the batch number is reported as 9580479. The amount of blood lost has not yet been reported. Additional information received on 11 sept, 2007: the physician reported that the amount of blood lost could not be determined, since he stopped the bleeding immediately. The amount of blood lost through the graft was approx by the physician as between several cc to several dozen cc. It was reported that the blood leaked form the [center hole]. It was confirmed, later this day, that the bleeding actually occurred from a pinhole in the crotch of the graft.

Manufacturer narrative:
A product has not been returned for our evaluation, therefore a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.